Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D4, h4: it was reported that the exact lot number of the device involved in the event is unknown as it is unknown which needle fractured. There are two potential devices involved in the reported event: 1. Potential lot (1): 67071638 - manufacturing date: nov 14, 2024 - expiration date: nov 14, 2027 - UDI: (B)(4). 2. Potential lot (2): 67078481 - manufacturing date: jan 8, 2025 - expiration date: jan 8, 2028 - UDI: (B)(4). G2: foreign: germany. Customer has indicated that the device is unable for further evaluation as the device has been discarded. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial tendon repair procedure, the needle of the suture passer fractured. There was no patient impact and no adverse events have been reported as a result of the malfunction. Another device was used to complete the procedure without complication. All available information has been provided.